Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the mildly tortuous and fibrous non calcified femoral vein graft. A 6.00mm/2.0cm/135cm peripheral cutting balloon was selected for use. During procedure, the balloon was inflated at 1atm every 5 seconds. Balloon was continually inflated even though the pressure would decrease quickly so blood return was not noticed as soon as it probably could have been. The balloon was up for at least 60 seconds. The physician tried to keep the balloon at nominal pressure; however, it quickly burst before reaching nominal pressure of 6atm and the blood return kept getting pushed back due to rotation of the inflation device. The doctor was displeased that she could not bring the balloon to 10atm which is the rated burst as this was a tough lesion. The balloon was pinned pulled off the wire from the patient's body with no problem and the procedure was completed with a different device. No patient complications were reported, nothing broke off and was left in the patient's body.